Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02403 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used in an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2011. According to the complaint, during the procedure, while inserting the first jagwire the tip detached off inside of the patient. Th physician retrieved the detached piece and the wire and a second jagwire was used. The tip of this guidewire also detached and was retrieved. A third jagwire was used to complete the procedure with no patient complications. The patient's condition has been described as "stable."

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02403 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used in an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2011. According to the complaint, during the procedure, while inserting the first jagwire the tip detached off inside of the patient. Th physician retrieved the detached piece and the wire and a second jagwire was used. The tip of this guidewire also detached and was retrieved. A third jagwire was used to complete the procedure with no patient complications. The patient's condition has been described as "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the pebax had detached, exposing the corewire, no other damage was noted. As the device presents evidence of the glue used to attached the pebax to the core wire, the root cause is considered operational context since due to an anatomical or procedural factors found during the procedure an excessive force seems to be applied limiting the performance of the unit. A DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found.